Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and oversensing due to non-physiologic signals/sic (sensing integrity counter). (B)(4)

Event description:
It was reported that after attaching the right ventricular (rv) lead to the newly implanted implantable cardioverter defibrillator (ICD)&#1288;e rv lead had high impedance and had short v-v interval counts. The lead remains in use. No patient complications have been reported as a result of this event.